Event description:
It was reported that the physician's handheld was experiencing intermittent communication problems. It was reported that moving the serial cable around allowed for communication to take place. Additional troubleshooting was performed. The physician's handheld and wand were used with a known good serial cable and a message was received indicating "failed to receive all bytes". A known good handheld and serial cable were used with the physician's handheld and diagnostics were ran successfully. The problem was narrowed down to the handheld serial cable port. The physician was provided a new programming computer. The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned handheld device and software flashcard was completed. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.